Event description:
The distributor reports incident in which microbubbles were formed in the extracorporeal circuit and the hemodialysis machine air detect alarm failed to activate. A stream of microbubbles passed the air detect sensor and may have been administered to the bloodline while the line was recirculated to remove the air. The pt's symptoms resolved and treatemnt was completed using the same bloodine.